Manufacturer narrative:
The reported contact force loss and error message was confirmed. The optical properties of the device did not meet specifications when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak and irrigation leak test due to an adhesive failure between the irrigation tubing and tip assembly, consistent with fluid ingress and a loss of force data during the procedure. The shaft leak was determined to be caused by the initial irrigation leak. Log files indicated signal loss on optical fibers 2 and 3.

Event description:
This event is being reported based on the analysis of the returned device.